Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink kink located 69cm distal to the distal strain relief. No other issues were noted with the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 28x3.5mm, concentric, de novo target lesion was located in the severely calcified diagonal artery. The lesion contained less than or equal to 45 degree bend. Following predilation with a 2.5 x 20 balloon catheter, a 20 x 3.50 promus premier drug- eluting stent was advanced but failed to cross the lesion. After retrieval, some cells in distal part of the stents were noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 28x3.5mm, concentric, de novo target lesion was located in the severely calcified diagonal artery. The lesion contained less than or equal to 45 degree bend. Following predilation with a 2.5 x 20 balloon catheter, a 20 x 3.50 promus premier drug- eluting stent was advanced but failed to cross the lesion. After retrieval, some cells in distal part of the stents were noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.